Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had met with a manufacturer representative for a ¿jump start.¿ the patient stated that the issue was resolved.

Event description:
The patient reported poor communication with the patient programmer (pp). The recharger was not able to communicate. The patient was not feeling stimulation. The patient did not know when she stopped feeling stimulation because she "notice the stimulation sensation." The last successful charge session was two weeks ago. The patient was unable to charge the implantable neurostimulator (ins). These issues started the day prior to this report. The patient was going to follow up with her health care provider (hcp). The indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.